Manufacturer narrative:
Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the lemo connector to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that during the procedure, the system displayed a blue cable connection error message. No tissue samples were able to be collected. There was no pt consequence.